Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of faulty intraocular lens (iol) device. Additional information has been requested, received and stated the lens came out of the introducer while the introducer was being inserted in to the eye. The iol was explanted during initial procedure. There was no patient harm.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint could not be confirmed. The device was received loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device taped to the company device with tape. Solution, fibers and tape residue are dried on the iol. The root cause for the reported complaint "lens came out of introducer while introducer was being inserted into the eye, in and out" could not be determined. The reported complaint is lacking in relevant information such as what was the issue with the failed implementation of the lens using company device. The instructions for use (IFU) instructs to: "insert the nozzle tip into the incision as far as needed to facilitate lens implantation, using the depth guard as the insertion limit, and aim the nozzle tip at the anterior capsule opening. Advance the plunger by depressing the speed control lever. Maintain adequate pressure to ensure the nozzle tip remains in the incision". A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).